Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for non-malignant pain and degenerative disc/herniated disc pain. It was reported alarm heard/telemetry not yet performed. An alarm was heard, but no 8840 available. Caller stated he received a call from a healthcare professional whom stated the patient called and would like pump to stop beeping. Caller stated patient had not had the pump refilled in years. It was also stated the pump had been beeping for years. No symptoms reported. Caller was to follow up with hcp. Provided pump off password and instructions on how to program pump off. It was later noted that the patient experienced the pump alarm about a year ago. Pump was not refilled because patient could not afford it. Patient and managing hcp elected to turn off pump, so no diagnostics or troubleshooting was performed. The drug went dry in the well, which caused the pump to alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.